Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent. This event was previously reported erroneously under duplicate MFR report# 1045834-2013-04905 on (B)(6) 2013. Please disregard the previous report. The medwatch with the same MFR report# with ref number (B)(6) sent on (B)(6) 2013 is correct.

Event description:
Report received from the USA stating that when the drill was plugged in it would only go in reverse. It is unk if the device was being used in surgery. There were no pt or user injuries reported. It is unk if medical intervention was reported. There is no add'l info provided.